Event description:
A surgeon reports observing opacification inside the optical area of an intraocular lens that was implanted seven years ago. The surgeon reports the pt's vision has decreased, but not seriously (no specific va data provided). The lens remains implanted. Additional info has been requested.